Event description:
It was reported that iab was prepped per instruction and connected to pump. The display showed "fos sensor connected, please connect cal key." Cal key was connected & nothing happened. Pump was switched off & back on & the problem continued. The iab was inserted via a sheath without zeroing prior to use. Manual calibration was done & the pump worked problem free. It was reported that pt arrived at hosp in very bad condition. The pt expired in the evening due to heart failure. A 3rd party contract service org. Will service the pump.

Manufacturer narrative:
Device will not be returned for eval. A follow-up report will be filed if more info becomes available.